Event description:
Customer miscalculated the amount of carbohydrates consumed and subsequently delivered a larger than needed bolus.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Customer inadvertently entered the incorrect carbohydrate value when requesting a bolus and customer did not consume the intended amount of carbohydrates. Reportedly, assistance was required in obtaining glucose tablets and juice to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that the pump was intermittently "muffled or produced no sound." The customer continued to use the pump for insulin therapy. No additional information was provided.